Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the camera stopped tracking all instruments during a procedure. Swapped instrument spheres with no effect. The issue occurred with all instruments and the reference frame. The manufacturer representative (rep) hard rebooted the system twice and the issue was resolved for the duration of the procedure. Delay information was not provided. There was no reported impact on patient outcome.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial/lot #: (B)(6), h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: logs were received and software analysis was completed. Two sets of logs were provided. Both sets of logs were not having the issue reported date logs. The provided logs recorded, failures in opening port for the position sensor unit (psu) of the polaris vega system, and which resulted in tcp client connection issues with psu. The tcp connection failures observed were due to network communication issues between the application and the psu. These issues likely stemmed from invalid hostname resolution or interface configuration problems, preventing the application from establishing a reliable link with the psu. Once the camera reset (happened with in 30-40 seconds), the psu re-established communication successfully, indicating the issue was transient or due to initialization sequence mismatch, not a persistent software failure. There would be no other logs provided. Without the issue date logs, it was impossible to determine the cause of the issue. Software analysis determined that there was insufficient information available to determin e if a software anomaly occurred causing the reported event. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative that could only confirm that the issue occurred once on 2024-12-4. The non-medtronic representative who reported the issue estimated a certain number of times they believed the issue to have occurred. Additional information was received that the issue occurred before patients were present while verifying instruments.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9735821, lot number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.